Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 145 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The motor passed motor test. The insulin pump received with cracked case at display window corners, broken battery tube threads, cracked belt clip slot, minor scratched display window and missing end cap sticker.